Manufacturer narrative:
(B)(4). Actual device evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 130mg/dl and 134mg/dl fasting. Reviewed meter memory: 1:158mg/dl (B)(6) 2015 12:19:00 pm fasting: yes. 2:168mg/dl (B)(6) 2015 10:16:00 pm fasting: yes. 3:502mg/dl (B)(6) 2015 10:14:00 pm fasting: yes. 4:160mg/dl (B)(6) 2015 10:20:00 pm fasting: yes. 5:236mg/dl (B)(6) 2015 10:37:00 am fasting: yes. Memory concerns: 502, 236mg/dl. The time and date in meter memory is incorrectly set.